Event description:
It was reported that during the implant procedure, the guidewire would not pass through the inner lumen of the left ventricular (lv) lead. The lead was removed and another lv lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and there was blood on the distal conductor of the lead and it was obstructed. It was noted that the tip seal on the distal electrode of the lead showed evidence of blood ingression. Guidewire insertion test result was failed. Visual analysis found blood obstruction in distal conductor, using destructive testing. (B)(4).